Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The report of the thermogard xp ivtm console (sn (B)(4)) displaying a tcmid:06 (ce post error) error message was confirmed during functional testing and review of the event log. The root cause is due to a defective heater likely due to aging. The thermogard console was observed with damaged drip pan, raceway lid and leaking coolant pump. These type of physical damages found during visual inspection is likely due to normal wear and tear for the age of the device or due to mishandling. These issues are not related to the reported complaint. Review of the event log retrieved from console revealed multiple tcmid:06 error messages. During functional testing, the console displayed a tcmid:06 error message upon power up. The cause of the error message was attributed to defective heater due to the heater had infinite resistance. The console is a reusable device and was manufactured on 15 mar 2011. It has exceeded its expected serviceable life of five years and is over 8 years old. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During set-up, the thermogard console (sn (B)(4)) displayed tcmid:06 (ce post error) error message upon power up. The user was unable to clear the error message. The console was replaced. Ivtm therapy was resumed with no further issue reported. No known impact or patient consequence was provided.